Manufacturer narrative:
Analysis was performed remote service personnel which included troubleshooting with the customer. The results of the analysis were that rebooting did not resolve the issue. However, following multiple software updates the issue resolved. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a software glitch. The issue was resolved by updating the software.

Event description:
Philips received a complaint on the patient information center ix (pic ix) indicating that alarms were not sounding following a software update. The device was in clinical use on a patient at the time of the event. No adverse event was reported.